Event description:
It was reported that the right atrial (ra) lead exhibited low pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4068 implantable pacing lead implanted (B)(6) 2003 sdr303b implantable pulse generator (ipg) implanted (B)(6) 2003. (B)(4).